Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, e1. B5: upon follow-up, it was reported that the patient was hospitalized for another indication. It was reported that the patient experienced bacterial peritonitis. The cause of the event was unknown. It was reported vancomycin was given intraperitoneal and discontinued on an unknown date) and meropenem was given intraperitoneal and discontinued on an unknown date. At time of this report, the patient was discharged from the hospital on an unknown date and has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was reported that the patient was hospitalized and treated with vancomycin injection (1gm, 72 hourly) and meropenum (1gm, daily) for peritonitis. The cause of the event , patient outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.